Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). E1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported the rad-97 "is producing no audible tones during spo2 readings." "It appears that the issue is related to an internal speaker fault." There was no patient impact or consequence reported.